Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: a review of the black box revealed evidence of a power interruption indicated by multiple power on reset (por) events on 02/10/2015. The battery cap or cartridge cap was not returned. Therefore, a test battery cap and cartridge cap were used to complete the investigation. The battery voltage prior to the por events was above the replace/low battery alarm/warnings threshold. During evaluation, there were no power interruptions or any errors, alarms or warnings (eaw) that occurred during the investigation. A ¿call service (cs) 128 replace battery¿ alarm and a ¿cs177 low battery¿ warning were simulated using a power supply; the pump emitted the appropriate battery alarm/warning at the correct threshold. The pump¿s cover was removed; there were no intermittent conditions found to the power pcb or to the cgm module. The reported ¿no power¿ complaint was not duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).